Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was treated with antibiotics (specific type and date not reported) and underwent a revision surgery (specific date not reported) to have the site cleaned, however, the issue did not resolve. Subsequently, the device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.